Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of provided patient x-rays found no apparent abnormalities, other than potentially medial bone resorption, were observed on the single x-ray. The exact cause for the reported pain cannot be determined with the x-ray provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Reason for revision: patient presented with pain.